Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed displacement test and self test. No audio/vibrate anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was having trouble hearing alarms. The customer's blood glucose value was unknown. Customer reported piece of the battery compartment threading cracked off on the pump itself and not on the battery cap. The device will not be returned for analysis.